Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm, unexpected battery power loss anomaly and charge/battery lasts less than expected anomaly due to blank display. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer treated high blood glucose with manual injection. Customer also stated that the insulin pump had off no power alert, motor error and battery was died. Customer states they did not receive a low battery alert prior to the off no power alert. Customer stated that the was able to complete insulin pump rewind, displacement test and manual prime were successful and motor alarm did not recur. The reservoir and insulin pump will not be returned for analysis.